Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) discussed that this could be the start of lead failure due to clavicular crush. Recommended to have xray to see what is going on and see a physician. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise. Boston scientific technical services (ts) discussed that this could be the start of lead failure due to clavicular crush. Recommended to have xray to see what is going on and see a physician. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted due to non capture and a new lead was successfully placed. No additional adverse patient effects were reported.